Manufacturer narrative:
The product complaint analysis team has completed its investigation of the device. The results of the investigation conducted by the appropriate engineers and technicians are listed below: visual inspections & results: head rotates, yes; nose shroud cracked/broken, yes; staples in nose, yes(2twisted); staples in the track, yes(12); trigger engaged with precock, yes. Functional tests & results: cycled instrument, yes. Analysis conclusion: based upon the inquiry info rec'd, visual examination and functional test, it was concluded that the reported "device jammed" during surgery occurred due to a partially yielded cartridge nose weld and a twisted staple jammed in the cartridge nose. Five staples were removed from the device to clear the jam and the dried body fluids and the device was cycled and fired the remaining 9 staples well formed. No conclusion could be reached if the twisted staple caused the nose weld to yield or if the partially yielded nose weld caused the staple to become twisted in the track.

Event description:
It was reported the device was used during a hernia repair procedure. It was reported by the affiliate that the device jammed. There was no patient consequence.